Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force system resistor. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. No further details given.